Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. No rewind anomaly noted. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. The test reservoir was inserted and locked properly in the reservoir compartment. There was no cracking noise noted when screwing in the test reservoir in the reservoir compartment. Successfully downloaded history files and traces using thump. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2023 13:23:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. On (B)(6) 2023 16:00:58.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. On (B)(6) 2023 12:02:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. On (B)(6) 2023 12:03:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. On (B)(6) 2023 12:27:39.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. On (B)(6) 2023 12:29:06.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. On (B)(6) 2023 12:30:06.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. On (B)(6) 2023 12:30:48.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. On (B)(6) 2023 13:11:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. On (B)(6) 2023 13:13:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. On (B)(6) 2023 14:51:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. On (B)(6) 2023 08:46:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. On (B)(6) 2023 10:16:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. On (B)(6) 2023 11:56:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. On (B)(6) 2023 11:56:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. On (B)(6) 2023 03:12:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. On (B)(6) 2023 03:17:36.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. There were no other unexpected pump errors/alarms noted 1 week prior to the event date 20-apr-2023 in the formatted history file. The pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator¿assembly noted. Force sensor zero offset within specification (22.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The pump passed all the required testing. The force sensor is within specification and the motor functioning properly. Other cosmetic damage was confirmed. Cracking noise when screwing in reservoir, rewind anomaly and no delivery alarm/insulin flow blocked alarm were not confirmed. During visual inspection, corrosion as found on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a cracking noise when screwing in the reservoir and insulin pump issues had non-delivery. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the device. The product will not be returned for analysis.